Event description:
A field service engineer (fse) observed a fluid leak of approximately 1ml on a coulter lh 500 hematology analyzer after installing a new probe on the instrument. The leak was contained within the instrument and no error messages were reported by the fse at the time of the occurrence. The fse was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse observed the leak from the blood sampling valve (bsv) during instrument verification. The fse stated he replaced the bsv, resolving the leak observed. (B)(4).